Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported a button error on customer's insulin pump. The buttons are not working and the alarm cannot be cleared. Customer's blood glucose is 388 mg/dl. Customer was playing with water guns and the device got wet. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive keypad due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has minor scratches on lcd window and reservoir tube window, cracked case at display window corners and reservoir tube lip.